Event description:
It was reported to vyaire medical that the vela ventilator has a not working front panel. Furthermore, there is no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the defective part/unit was not returned for evaluation. Therefore, no root cause could be determined. However, vyaire medical provided the part number 29535-003 to the customer, as well as the price. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned